Event description:
The users hearing impression with the device changed significantly. The user reported first the sound perception with the device became very loud, then a clacking/popping/hissing sound started. The user was not able to understand speech. The user noted a deterioration in his hearing performance in october, 2022. This could be compensated by raising the volume. However, overall he had the feeling that his hearing had changed. The revision surgery is scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing impression with the device changed significantly in (B)(6) 2022. The user reported first the sound perception with the device became very loud, then a clacking/popping/hissing sound started. The user was not able to understand speech. This could be compensated by raising the volume. The complete loss of speech understanding took place over the weekend. The revision surgery has been done on (B)(6) 2022.

Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer's experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.